Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump rejects new batteries. Customer¿s blood glucose was 148 mg/dl at the time of incident. Customer states that insulin pump had battery out limit. Customer was successfully able to clear the alarm but unable to rewind. The insulin pump will be returned for analysis.